Event description:
The biomedical department recieved two monopolar footswitch cables from their o.r. Department that had problems with the strain relief and were causing intermittent coag issues. No patient involvement was reported.